Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: (B)(6) consumer reported needle hub separation with 10 syringes from current box. Stated she removed the orange cap and the whole needle component comes off with the cap."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (3) loose 3/10cc syringes. Customer states that the needle hub separated. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure needle hub separated. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: walgreen's consumer reported needle hub separation with 10 syringes from current box. Stated she removed the orange cap and the whole needle component comes off with the cap."